Event description:
It was reported that post op of a gastric band procedure in early 2008, they did a revision surgery on seven months later. During the procedure, it was noticed that the adjustable gastric band was disconnected from the tubing and the port of the locking connector was still attached to the port. They used a new kit and used the port, and the new locking connector to proceed with the procedure and correct the problem. There was no consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.